Event description:
It was reported that the suture broke. While using a flexima apdl drainage catheter it was noted that the locking string broke off. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).